Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the catheter was returned, analyzed and the analysis found that the radiopaque distal tip segment broke off. It was also noted that the catheter was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the catheter was returned, analyzed and the analysis found that the radiopaque distal tip segment broke off. It was also noted that the catheter was damaged at implant. Evaluation summary (B)(4).

Event description:
It was reported that during the implant atempt, the surgeon inserted the catheter inside the heart throught the upper cava vein inside the atrium, when he started working with the catheter there was difficulty positioning in the coronary sinus the distal tip broke and was left in the heart, close to the tricuspid valve. The catheter was extracted. No further patient complications were reported as a result of this event.

Event description:
It was reported that during the implant atempt, the surgeon inserted the catheter inside the heart throught the upper cava vein inside the atrium, when he started working with the catheter there was difficulty positioning in the coronary sinus the distal tip broke and was left in the heart, close to the tricuspid valve. The catheter was extracted. No further patient complications were reported as a result of this event.